Event description:
The customer contacted stryker to report that their device unexpectedly shuts off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device was able to duplicate the reported issue. It was found that the battery pin in one of the battery bays was pushed in, resulting in loss of contact with the battery. A new rear case was installed to resolve the issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determined to be a pushed in battery pin of the device's rear case.